Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4); description: linear st lead, 50cm, model#: sc-2218-70, serial #: (B)(4); description: linear st lead, 70cm, model#: sc-4318, lot #: 20047307; description: clik x anchor the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing severe pain since the scs was implanted. It was also reported that the patient had a lot of pressure in the middle of the back. The physician believed that the stenosis and the leads were causing pressure in the back. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient was doing well post-operatively. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing severe pain since the scs was implanted. It was also reported that the patient had a lot of pressure in the middle of the back. The physician believed that the stenosis and the leads were causing pressure in the back. The patient underwent an explant procedure. No device malfunction was suspected.